Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced constant retention. It was also noted that the patient had recurring incontinence. During the procedure, the pump would not open. The device was removed and replaced. There were no additional patient complications.